Event description:
It was reported that the "arterial extension set of a tesio dialysis catheter separated during a dialysis treatment allowing 400-600cc's of blood loss requiring a 2.5 liter IV fluid bolus. Two units of packed red blood cells were transfused that evening. The lines were reversed during the treatment, so the venous blood return was through the arterial extension set. Also, the asymmetrical venous pressure alarm on the fresenius 2008 -k dialysis machine in use was verified to be working at 100mmhg." However, it was reported that the dialysis machine did not alarm when the separation occurred.

Manufacturer narrative:
The device involved in the event was not available for eval. The lot# of the device was not provided. We are unable to review the mfg records. The catheter was repaired by replacing the extension and remains implanted. We are unable to determine the cause or factors that may have contributed to this event.